Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. A lead revision procedure was performed. During the procedure, it was noted that the rv lead coils were covered in calcium. The rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. This rv lead was disposed by the hospital.